Manufacturer narrative:
Correction to field b5 - correction to type of device initially reported.

Event description:
It was reported that the clinical patient enrolled in a7007 relief 2 clinical study underwent a full system replacement of the deep brain stimulation (dbs) system for an unknown reason. During the procedure there were two dural punctures that occurred. No action was taken, and the event recovered on the same day. Correction to above as this is a spinal cord stimulation (scs) patient not a deep brain stimulation (dbs) patient as originally reported. Additional information was received which confirmed that the scs system that was explanted due to an unknown reason was not a boston scientific scs system.

Event description:
It was reported that the clinical patient enrolled in a7007 relief 2 clinical study underwent a full system replacement of the deep brain stimulation (dbs) system for an unknown reason. During the procedure there were two dural punctures that occurred. No action was taken, and the event recovered on the same day.

Manufacturer narrative:
Correction to field b5 - correction to type of patient initially reported.

Event description:
It was reported that the clinical patient enrolled in a7007 relief 2 clinical study underwent a full system replacement of the deep brain stimulation (dbs) system for an unknown reason. During the procedure there were two dural punctures that occurred. No action was taken, and the event recovered on the same day. Correction to above as this is a spinal cord stimulation (scs) patient not a deep brain stimulation (dbs) patient as originally reported.